Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event. A replacement usb cable was sent out to address the event.